Event description:
The report states "pump power off wile on patient. Pm and replace battery". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "pump power off wile on patient" is not confirmed. The returned power supply passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states "pump power off wile on patient. Pm and replace battery". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
The report states "pump power off wile on patient. Pm and replace battery". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.